Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main pyxis had a failed storage space that could not be closed. The field service engineer (fse) replaced the spring assembly, replaced broken screws on the sensor assembly, repaired the slide, and cleared debris from beneath the pockets. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis had failed storage and unable to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.